Event description:
The following report was received from the affiliate: the physician deployed a stent in a patient with kawaski disease. The patient already had an aneurysm in the left main (proximal to the soon to be deployed stent), and the lesion was highly calcified. After a 6 month angiographic follow-up, the physician noticed an aneurysm distal (1mm) to the deployed stent.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product.